Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i04032 and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. A batch review of lot numbers h13i04032 and h13e31025 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or if the peritonitis was treated. The outcome of the event was not reported. Additional information was requested, but is not available at this time. This is report 1 of 2.